Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notifier. Premature eri of the ICD was seen. The physician elected to explant and replace the ICD. The patient was fine after the event.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun